Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary; analysis could not confirm the reported event; device passed all functional tests. Analysis found the upper case, lower case, two side bail covers, and ring cover are broken. Battery release is contaminated, battery contacts are compressed, and the ring is bent. (B)(4).

Event description:
It was reported a nurse saw the device fail self test twice. No error codes were observed or recorded. The device was returned for repair and calibration. There was no patient involvement.